Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During index procedure, two resolute onyx drug-eluting stents were implanted in the rca. Approximately six weeks post procedure, pr bleeding was reported with no treatment carried out. Investigator assessed event is not related to study device but possibly related to antiplatelet medication. The cec adjudicated the event a bleeding complication barc type 2.